Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headache, burning/smoke/electrical odor . There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the first/second attempt to have the device and components returned for evaluation, the customer stated that the device will not be returned. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of headaches. The patient reports that the device is emitting a burning, smoke, or electrical odor. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Secondary findings: dust-like and fibrous contamination was observed on, in and around the iso port. Pil observed potential mineral deposits or dried liquid spots on the bottom of the blower motor and in the bottom of the blower box, indicating potential water ingress. Dust-like and hair-like fibrous contamination was observed on the blower outlet seal. Pil observed slight black contamination at the blower seal of the blower box which is consistent with the keratin contamination observed in ER 2243857. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil found no evidence of sound abatement foam degradation or breakdown. Pil was unable to confirm the patient's complaint of a burning odor coming from the device. Pil is unable to address the patient symptoms. The device's downloaded event log was reviewed by the manufacturer and found 1 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/ recal notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of headache. The patient reports that the device is emitting a burning, smoke, or electrical odor. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. During the investigation, observed dust like and fibrous contamination in iso port. Mineral deposits or dried liquid spots on the bottom of the blower motor and in the bottom of the blower box, indicating potential water ingress. Slight black contamination at the blower seal of the blower box which is consistent with the keratin contamination observed. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found three error codes. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Confirmed the patient's complaint of a burning odor coming from the device. Sections b4 and h11 were corrected and updated.

Manufacturer narrative:
This report was previously submitted by the manufacturer under MDR 2518422-2022-92386-3, which was identified as a duplicate of MDR report 2518422-2022-78088-2. All pertinent information is already captured in MDR report 2518422-2022-78088-2.